Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofiberscope exhibited a dark image. The issue occurred during inspection for use. Ther was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d8, d10, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to breakage of lg bundle, image is not bright enough. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.